Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a burning/stinging sensation. The burning is at the site of the device. Technical services reviewed device data and there were no stored episodes. This occurred five years ago. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.